Event description:
It was reported that the pump touch screen is scratched, leading to screen being unresponsive. There was no reported impact to the customer's blood glucose level. No additional information was provided and the customer declined troubleshooting with tandem technical support.